Manufacturer narrative:
A review of the architect i2000sr isr03367 instrument service history revealed no additional injury issues from the arc, probe (list number 08c94-47), the current complaint is the sole injury complaint, reported on the isr03367. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the architect systems revealed found no systemic issues or trends for the issue associated with this ticket regards to injury. The architect system operations manual, architect I-systems service and support manual, and the i2000sr field service training guide address safety hazards, including the wearing of personal protective equipment (ppe) and safety awareness where hazards may exist. Warning icons for probe stick hazards are provided for the user. The injury was not due to a malfunction of the stat probe or analyzer and labelling adequately addresses proper handling of probes, precautions, and safety icons including the icon for probe stick hazard. A malfunction of either the probe or the i2000sr analyzer was not identified. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site and no systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer due to privacy issues.

Event description:
During a site visit the technical service specialist reported that while performing maintenance procedure 3131 on the architect i2000, they were stuck by the stat probe. The tss stated he did not realize the probe was bent toward the access port when the injury occurred. The tss was wearing gloves at the time of the incident. The tss went to the ER where the scratch was cleaned. He was drawn for viral infection screening per the hospital protocol (B)(6) and he was given a tetanus shot. There was no adverse impact to the employee reported.